Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: the customer's results were not replicated in-house with returned and retention products of the reported lot. Returned and retention products were tested with hcg-negative donor urine. Additionally, retention devices were tested with an hcg standard below the qc cutoff. All devices produced negative results at the read time and all results met the qc specification. False positive results were not observed during the investigation. Manufacturing batch record review did not uncover any abnormalities. A root cause could not be determined from the information provided by the customer.

Event description:
It was reported that on (B)(6) 2017, the patient's urine was tested on the cardinal health rapid test hcg cassette x2 and received a positive result x2. Confirmation quantitative testing was performed x2 and produced a result of <2 miu/ml both times. No further information was provided.